Manufacturer narrative:
Concomitant medical products: product ID 3877-45, serial# (B)(4), product type: lead; product ID 97791, lot# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of lead model 3877-45 sn: (B)(4). Found the stylet coil and all conductors were broken 18.2 cm from the distal end. The outer insulation indicated a sharp bend/kink 18.2 cm from the distal end.

Event description:
It was reported that when the patient went in for follow up, an open circuit was observed. A lead break was confirmed visually at the anchor site. The lead was replaced which resolved the issue. The physician believed the anchor was too tight and caused the break. There was no patient injury and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).